Event description:
It was reported that a patient had a power-on-reset (por) condition. It was stated that the patient's stimulation stopped working on the day of the report and she checked her implantable neurostimulator (ins). The patient saw the por on her programmer screen on the day of the report. The patient was seeing a "warning" por. It was reported that the patient charged her ins the previous night and when she woke up "everything was fine" until "just now". Additional information received reported that the patient received assistance from a medtronic representative or her doctor and her concerns were resolved. The patient had an appointment scheduled for (B)(6) 2013.

Manufacturer narrative:
Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3550-39, lot# n320044, implanted: (B)(6) 2012, product type: accessory. Product ID: 355531, lot# n332301, implanted: (B)(6) 2012, product type: screening device. Product ID: 3550-14, lot# n333078, implanted: (B)(6) 2012, product type: accessory. Product ID: 3550-14, lot# n333369, implanted: (B)(6) 2012, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).